Manufacturer narrative:
Additional information was requested; the customer indicated the desat delay was set to 10 seconds, and the patient's oxygen saturation met the criteria for the desat delay limit. There was no delay in care as the event was witnessed by nurses and no medical intervention was required as the patient recovered spontaneously. Based on this information, there was no harm to the patient related to the reported alarm issue as the staff witnessed the event and implemented alternate monitoring. It was indicated the monitor was not connected to a central station. The device was not returned for evaluation, and device logs were not provided. Consequently, no technical analysis could be performed. No parts were replaced, and the device was put back in service. The product malfunction was unable to be confirmed due to the lack of returned product and absence of device data logs. Based on the information available, the root cause of the reported failure to alarm could not be determined. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate an spo2 alarm when the patient's spo2 value dropped below 75%. The user noted a change in the patient's lip color and immediately switched to an alternate form of monitoring. The monitor's alarm limits were set to 90 and 100.